Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011; 620rg31 heart ring, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath. Loss of capture was noted along with a sudden rise in thresholds to high levels. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.